Event description:
Reporter indicated that the patient was to undergo generator revision surgery due to an increase in seizures. It is unknown if the increase in seizures was higher than pre-vns baseline. Good faith attempts to obtain more information have been unsuccessful to date.